Event description:
Customer reported that the alarm has no power. The batteries were replaced and the battery door fits properly. There was no reported pt incident or injury reported. Eval for the returned product shows that the alarm did not power on. The battery compartment has battery leakage and corrosion.

Manufacturer narrative:
(B)(4). Eval results - eval for the returned product shows when tested the alarm did not power on with new batteries. The alarm case has visible damage. The battery tabs are bent; the battery compartment has battery leakage and corrosion. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause leakage resulting in damage to the alarm unit. (B)(4).